Event description:
During a pulmonary vein isolation to treat atrial fibrillation (a fib) a faradrive was selected for use. The sheath had a leaky membrane, causing blood to flow backwards, out of the membrane when connected to the flush line. The sheath was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The sheath was returned and went through sterilization with the dilator inserted. The dilator was removed to proceed with further analysis. The sheath was prepared for leak testing by purging out the air in the sheath with deionized water. A leak from the handle was observed and testing was no further continued. The sheath's handle cap and valve cap were removed to examine the flush lumen and the hemostatic valves under the microscope. No damage was observed on the flush lumen. The external and internal valves were found deformed. These damages were potentially due to the dilator being inserted in the sheath for an extended period during storage/shipping.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a pulmonary vein isolation to treat atrial fibrillation (a fib) a faradrive was selected for use. The sheath had a leaky membrane, causing blood to flow backwards, out of the membrane when connected to the flush line. The sheath was replaced. The procedure was completed without further complications. The device is expected to be returned for analysis.